Event description:
We purchased this system to help us prevent retained foreign objects in operating room patients. However, these devices have been failing on a regular basis. The device screen goes black and doesn't perform as expected. Manufacturer response for situate rf detector, (brand not provided) (per site reporter): we have expressed our concerns to the manufacturer several times. They claim they are working on the issues but the failures continue. We have had a total of 15 device failures, all different serial numbers.